Event description:
(B)(4). I had essure placed in (B)(6) 2012. Once I got home after the procedure I had a piece of one of the coils break and fall out when I used the restroom at home. I had a lot of pain for months following. I still have constant cramps and pelvic pain on a daily basis. I had my gallbladder removed in (B)(6) 2014 and up next to my gallbladder attached to my fatty tissue was the coil from my right side (it migrated). I also get migraines that I can't explain. I have to push myself more than I ever have. I can't lose weight no matter how hard I try, and when I do work out I spot for a couple of day's after. You can go months of spotting even with the mirenia with it. My health insurance covered this procedure. I still have one coil that needs be removed (I hope it is not attached to the essure).